Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd an scs system including an ipg on (B)(6) 2008. It was reported that she is unable to communicate with the ipg via the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the pt. No further info is available. According to the MFR's registration records, the pt's ipg remains implanted.